Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer stated that the housing was cracked around the housing by the screws. No injuries were sustained as a result of the issue. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating / melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.

Event description:
The customer reported to customer service on (B)(6) 2012 that they went to plug in the transformer, and the screws fell out to the housing and the transformer housing fell apart.